Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. One (1) picture was attached, during the analysis conducted it could be observed an extension set product which a drop flow out the device through the bonding of the filter and tube. The root cause of the reported issue was found to be a lack of solvent by not following the procedure. Actions were taken to mitigate the reported issue: an awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure.

Manufacturer narrative:
Report source: (B)(6). (B)(6).

Event description:
Information was received indicating that a cadd-extension set leaked into the ziplock containing the cadd medication cassette. It was reported upon further observation the leak was 1cm away from the filter on the extension tubing. Per reporter the tubing contained 5 fluorouracil. No adverse patient effects were reported.